Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting system operates at temperatures below 0°c, which can freeze tissue. Therefore, the system monitors tissue during cooling and employs multiple safety features including the freeze detect® system, to minimize the risk of damage to tissue. In spite of these measures, on rare occasions, the freeze detect system can detect a possible freeze condition. The freeze detect system is comprised of several features, including thermal sensors and proprietary algorithmic software. Freeze detect is an integral part of the coolsculpting system and is automatically employed when a treatment is initiated. When the freeze detect system detects a possible freeze condition, it stops the treatment and displays a z409 message. If you receive this message, remove the applicator and gelpad or gel, and assess the tissue before taking further action. If you receive a second z409 message for one treatment site, discontinue the treatment. Failure to follow instructions could result in injury to the patient, including first- or second-degree burns. Second-degree burns or complications of second-degree burns may result in hypopigmentation.

Event description:
Healthcare professional reported that a patient received a coolsculpting treatment to the abdomen on (B)(6) 2026 using a curve 150 applicator and presented with burn and blisters. A thermal event was reported. Patient was treated with antibiotics.